Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and had a protruding drive support cap. The blood glucose reading was 124 mg/dl. The customer stated that the insulin pump kept continuing to "squirt" insulin out during the manual prime process after the act button was released. She stated that the device was stuck in the rewind complete/bolus delivery loop. Advised replacement of the insulin pump. Nothing further reported.